Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump alarmed for a button error and a battery out limit. The battery out limit alarm was cleared and then the insulin pump alarmed for a failed battery. The blood glucose reading was 172 mg/dl. The insulin pump had alarmed after a battery change. Nothing further was reported.